Event description:
It was reported that during an ladg procedure, the tissue pad fell off. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info not available, device not returned for analysis.